Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used on a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip did not shoot. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Mfg. Site name - freudenberg medical. Investigation results: a visual examination of the complaint device found that the clip assembly was not returned with the device and there was a slight kink on the distal section of the catheter. Additionally, the distal end of the control wire showed evidence of a breakage. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used on a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip did not shoot. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.